Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen display "only shows a blue screen and white dots scattered but the pump does not populate the home screen". There was no adverse impact to the customer¿s blood glucose level. The customer reverted to a backup insulin pump for insulin therapy.